Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Informed by the physician today that lead noise was seen and the patient received therapy due to the noise. The lead remains implanted. No other information is available.